Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the escape button on the insulin pump became unresponsive. She reported that the insulin pump alarmed for a button error and that she was unable to clear the alarm due to the keypad issue. The blood glucose reading was 283 mg/dl. She stated that the blood glucose reading was so high because she was on vacation and eating more than normal. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.